Manufacturer narrative:
Philips service calibrated the proximity sensors and improved startup times. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that startup problems occurred due to geometry proximity sensor errors on a allura xper fd20 or table. The clinical use of the system was in use. There was no reported patient or user harm.